Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center and the customer's complaint was confirmed. The device's system board was replaced to address the ventilator inoperative condition. During evaluation of the device at the manufacturer's service center, "service required" codes were observed in the downloaded error log. The sensor board, alarm speakers and the outlet flow path thermistor were replaced to address the issues.